Event description:
On (B)(6) 2010, a spectra ipp was implanted. On (B)(6) 2011, the cylinders were removed for pt discomfort and pain. The cylinders were removed and replaced with narrower and shorter spectra implant.

Manufacturer narrative:
Two cylinders were returned for analysis; the analysis revealed that both cylinders had operating room damage, but did not impact the function of the device.